Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to pain, instability, impingement and a large amount of scar tissue. Allegedly due to a left side poly insert being implanted on a right knee.